Event description:
The facility reported that the device turned itself off and on during set-up. Although baxter attempted to obtain information, details were not available regarding additional contact information, or pump programming. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter event.